Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that post coronary artery bypass graft (CABG), this right atrial (ra) lead exhibited undersensing and loss of capture at maximal output. A chest x-ray was performed and displayed lead dislodgment. This patient had good underlying rhythm, therefore this patient will be left to recovered from the current procedure prior to replacing this ra lead. Subsequently, this ra lead was capped and a new ra lead was implanted. No additional adverse patient effects were reported.